Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. An initial report was previously submitted to FDA on 02/09/2010; however due to emdr submission issue related to the supplemental report, this is being filed again as an initial report.

Event description:
Boston scientific crm received information that prior to the left ventricular lead revision, the longevity was fine. However, following the revision procedure, the longevity had decreased to 1.5 years remaining. Subsequent information was received indicating approximately six years after the longevity issue was noted, the device was explanted for normal battery depletion.